Manufacturer narrative:
The reagent lot number is 794470. The expiration date was not provided. The reaction curve of the initial result was unusual. The calibration data had data flags; the recalibration was successful. The qc for both levels was within the +/-2 standard deviation range. The alarm trace did not indicate any issues. The field service engineer (fse) inspected the module and found a problem in the aspiration probe of the rinse unit. He replaced the probe and verified the module was again performing according to specifications; the qcs and patient sample results were acceptable. A general lot-specific issue is unlikely. The investigation determined the aspiration probe on the rinse unit had caused the event.

Event description:
The initial reporter received questionable calcium (ca, gen.2) results from two patient samples tested on the cobas 6000 c501 module. The reporter was able to provide one patient sample with discrepant results: on (B)(6) 2024: the initial result was 13.00 mg/dl. On (B)(6) 2024: the repeat result was 9.97 mg/dl.